Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar spine issues and underwent global lumbosacral spine decompression and fusion. As per op-notes,¿ once the screws were placed, it was determined to do a posterolateral fusion. We then decorticated the transverse process and lateral facet joints autologous bone was placed in this area and supplemented with a small portion of rhbmp-2/acs.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.